Manufacturer narrative:
After the procedure, the hosp discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).

Event description:
The hosp reported that towards the end of an endoscopic vein harvesting procedure, the hemopro would not shut off and started smoking in the pt's leg even though the activation toggle switch was confirmed to be in the "off" position. The maquet territory manager instructed the staff to turn off the power supply, wait a minute, then turn it back on. They were able to complete the procedure by cutting two more branches with the same device. The hospital did not report any pt complications. Product was discarded. This account has only performed nine case so they have not reached the twenty sterilization cycles, as recommended per the IFU, at the time of the event.